Manufacturer narrative:
Device analysis: the returned device was analyzed and the reported allegations of patient dissatisfaction confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of no problem detected as no device malfunction reported related to the reported events was found during the product investigation. One of the cylinders had sharp instrument/tool damage to the outer tube, which resulted in a hole and exposed metal segments. The damage was consistent with explant damage and was hence considered a secondary failure. Product analysis could not confirm the reported events.

Event description:
It was reported that the patient was dissatisfied with their spectra penile prosthesis. The device was not giving the results or functionality they would have liked. The system was replaced with an ambicor penile prosthesis. The patient was stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Event description:
It was reported that the patient was dissatisfied with their spectra penile prosthesis. The device was not giving the results or functionality they would have liked. The system was replaced with an ambicor penile prosthesis. The patient was stable. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Product was explanted and expected to be returned.  A supplemental report will be filed after product has been returned and product analysis has been completed.